Event description:
The following is based on medical records (implant operative report), which was included in the initial attorney's report: on (B)(6) 2001, pt was implanted with a bard flat mesh during a pelvic procedure to treat stress urinary incontinence, cystocele, rectocele, and enterocele. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that on (B)(6) 2001 the pt was implanted with a bard flat mesh during a pelvic procedure. No specific device failure has been alleged and the medical records provided were limited to the implant operative report. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.